Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 29-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbago"), crohn's disease ("crohn's disease"), diplegia ("paralysis of two toes on each foot") and sepsis ("severe septicaemia") in a female patient who had essure (batch no. 3159669 (invalid)) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In june 2010, the patient experienced crohn's disease (seriousness criteria hospitalization and medically significant) and fibromyalgia ("fibromyalgia") with musculoskeletal pain and arthralgia. On (B)(6) 2017, 8 years after insertion of essure, the patient experienced complication of device removal ("partial removal of essure"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), diplegia (seriousness criterion disability) with gait disturbance, sepsis (seriousness criterion medically significant), skin disorder ("skin problems"), respiratory disorder ("respiratory problems"), tachycardia ("tachycardia"), tendonitis ("tendonitis"), tinnitus ("tinnitus"), dry mouth ("dry mouth"), eye pain ("eye pain"), paraesthesia ("tingling (electrical discharges)"), pain in extremity ("pain in legs"), atrophy ("atrophy of left thumb"), headache ("headaches") and fatigue ("exhausted"). The patient was treated with surgery (partial removal of essure on (B)(6) 2017, hysterectomy in the coming months). At the time of the report, the back pain, crohn's disease, diplegia, sepsis, fibromyalgia, skin disorder, respiratory disorder, tachycardia, tendonitis, tinnitus, dry mouth, eye pain, paraesthesia, pain in extremity, atrophy, headache, complication of device removal and fatigue outcome was unknown. The reporter considered atrophy, back pain, complication of device removal, crohn's disease, diplegia, dry mouth, eye pain, fatigue, fibromyalgia, headache, pain in extremity, paraesthesia, respiratory disorder, sepsis, skin disorder, tachycardia, tendonitis and tinnitus to be related to essure. The reporter commented: first sick leave was from (B)(6) 2009 to (B)(6) 2011 due to severe septicaemia. Then from (B)(6) 2013 to the present. Partial removal of essure reported on (B)(6) 2017. All of the side effects came back. Hysterectomy in the coming months. According to patient the device has made her a handicapped person. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 30-aug-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 325 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2017: quality-safety evaluation of ptc (batch invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbago"), crohn's disease ("crohn's disease"), diplegia ("paralysis of two toes on each foot") and sepsis ("severe septicaemia") in a female patient who had essure (batch no. 3159669) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced crohn's disease (seriousness criteria hospitalization and medically significant) and fibromyalgia ("fibromyalgia") with musculoskeletal pain and arthralgia. On (B)(6) 2017, 8 years after insertion of essure, the patient experienced complication of device removal ("partial removal of essure"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), diplegia (seriousness criterion disability) with gait disturbance, sepsis (seriousness criterion medically significant), skin disorder ("skin problems"), respiratory disorder ("respiratory problems"), tachycardia ("tachycardia"), tendonitis ("tendonitis"), tinnitus ("tinnitus"), dry mouth ("dry mouth"), eye pain ("eye pain"), paraesthesia ("tingling (electrical discharges)"), pain in extremity ("pain in legs"), atrophy ("atrophy of left thumb"), headache ("headaches") and fatigue ("exhausted"). The patient was treated with surgery (partial removal of essure on (B)(6) 2017, hysterectomy in the coming months). At the time of the report, the back pain, crohn's disease, diplegia, sepsis, fibromyalgia, skin disorder, respiratory disorder, tachycardia, tendonitis, tinnitus, dry mouth, eye pain, paraesthesia, pain in extremity, atrophy, headache, complication of device removal and fatigue outcome was unknown. The reporter considered atrophy, back pain, complication of device removal, crohn's disease, diplegia, dry mouth, eye pain, fatigue, fibromyalgia, headache, pain in extremity, paraesthesia, respiratory disorder, sepsis, skin disorder, tachycardia, tendonitis and tinnitus to be related to essure. The reporter commented: first sick leave was from (B)(6) 2009 to (B)(6) 2011 due to severe septicaemia. Then from (B)(6) 2013 to the present. Partial removal of essure reported on (B)(6) 2017. All of the side effects came back. Hysterectomy in the coming months. According to patient the device has made her a handicapped person. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.